Event description:
Pt took suspect device to doctor's office. A finger stick was done for blood glucose on the suspect device and a reading of 204mg/dl was obtained. Venous blood was then drawn for a lab blood glucose. The lab result was 430mg/dl. The doctor increased the insulin dosage from 16 units nph per day to 20 units nph per day.